Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was in disconnected mode, patient and order may not be updated. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device experienced the communication issues during site network problems. The technical support specialist (tss) validated the logistics issue with the customer and also validated that there is no issue from care coordination engine and no further investigation required for this device.

Manufacturer narrative:
Correction: section h imdrf annex d grid. A supplemental MDR was submitted to reflect the correct imdrf annex d grid and unique identifier (UDI).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was in disconnected mode, patient and order may not be updated. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.